Manufacturer narrative:
The hcg+b reagent lot number was 83810505, with an expiration date of 31-mar-2026. Calibration and controls were acceptable. The field service engineer determined there was an issue with the measuring cells. The measuring cells were replaced. A system volume check, measuring cell preparation maintenance, a photomultiplier high voltage adjustment, blank cell calibration, and performance testing were run. Calibration and controls were successfully performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg+ss test system on a cobas 6000 e601 module. The initial sample result was questioned by a nurse, so the sample was repeated at a sister site on another analyzer. The repeat result was deemed correct. After the nurse questioned the initial result, the customer calibrated multiple assays and the calibrations failed. The sample initially resulted in an hcg+b value of 1600 miu/ml and it repeated as 1400 miu/ml.